Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Unable to clear black circle/alarm icon due to button unresponsive. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Customer reported that there was a black circle on display screen. Insulin pump would need to be replaced.